Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via call infusion set was blocked. Troubleshooting was performed. The customer was advised to revert a back up plan. The insulin pump will return for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime and seating test, basic occlusion test, self test, force sensor test and occlusion test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm and no delivery alarm noted during testing.